Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a webster cs and inside the sterile package, when opened, there was foreign material present. The catheter was replaced, and the case continued. No adverse patient consequence was reported. Additional information was received. It was reported that the foreign material looks like a tiny piece of cardboard or dust. It is very small in size and not embedded to the device. The issue was noticed before use and the device was not used on the patient. The package is unopened. Device investigation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection evaluation of the returned device was performed following j&j medtech procedures. Visual inspection of the returned sample revealed a foreign material inside the pouch and the seals were correctly closed. A fourier transform infrared spectroscopy (ftir) analysis was requested and it was determined that the foreign material was composed of cellulose or cellulose-based material. Due to this condition, a manufacturing investigation was requested. It was determined that this type of failure was related to the manufacturing process since the area where the mounting card were cleaned, was in a space on the shipping area, where there were card boxes and pallets spreading loose particles of cardboard or wood over the environment. It was noticed that there was a chance of contamination on the mounting card, when it was cleaned to take it into clean room. An internal corrective action was created to reduce contamination during the packaging process. A manufacturing record evaluation was performed for the finished device 31044806m number, and no internal action related to the reported complaint condition were identified. The sterilization compromised issue reported by the customer was confirmed. The root cause of this issue was related to the manufacturing process and an internal corrective action was assigned to reduce this type of failure. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a webster cs and inside the sterile package, when opened, there was foreign material present. The catheter was replaced, and the case continued. No adverse patient consequence was reported. Additional information was received. It was reported that the foreign material looks like a tiny piece of cardboard or dust. It is very small in size and not embedded to the device. The issue was noticed before use and the device was not used on the patient. The package is unopened.